Manufacturer narrative:
Section a3, a4, and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded intraocular lens (iol) was implanted, there was an unexpected post-operative refraction. Account indicated that the surgery was completed without any complications. Target refraction: 0 pre-operative refraction: +7.5 -1.75 at 172 degrees post-operative refraction on (B)(6) 2024: ra -2.75 -2.5 at 158 degrees = 0.4 the patient experienced a glaucoma attack with a very shallow anterior chamber. A post yttrium aluminum garnet (yag-ie) cataract surgery was performed to prevent further glaucoma attacks. The patient is amblyopic, and myopia cannot be maintained according to the surgeon. Through follow-up visits, it was learned that the patient developed glaucoma after the surgery. The iol was explanted on (B)(6) 2024 and replaced with a dcb00 model iol of 24 diopter, serial number (B)(6). The explanted iol was discarded. Currently, there is no new information on the post-operative visual acuity. No further details were provided.